Event description:
A patient reported that they were taken to the emergency room due to inaccurate high results on their meter. Patient was getting high readings for a day and a half. Patient called their doctor who advised patient to "drink a lot of water". Patient had symptoms of blurred vision and had a yeast infection. Doctor advised patient to go to the emergency room since the readings were high (285 mg/dl, 262 mg/dl, 295 mg/dl.) The lab test at the ER was 103 mg/dl. Unknown what the time difference between their meter tests and the lab test was. Patient then compared their meter to the doctor's meter the next morning and their meter read high again, whereas the doctor's meter read "90 or 99". Two control solution tests failed high while troubleshooting. Patient was asked to open a new vial of test strips. The control solution test passed with the new test strips. Test strips were replaced. Patient also asked for reimbursement of $50 for co-pay at the emergency room. Unable to contact the customer successfully to obtain more information. No further information has been reported.